Event description:
It was reported that the patient experienced an inflatable penile prosthesis (ipp) reservoir perforation leading to a surgical procedure in which the component was replaced was replaced. No additional information was reported.